Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. The pump (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed the device passed external visual inspection. Functional testing revealed the no power alarm did not sound when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen and had signs of leakage. Additionally, a controller fault alarm was triggered during functional testing. After the internal battery was replaced, the controller worked as intended. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2024 at 01:18:16, indicating an issue with internal battery. Additionally, log file analysis revealed that the controller was not in use for more than two (2) years. Log file analysis additionally revealed two (2) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, on (B)(6)2024 at 07:35:34 and 07:55:16, corresponding with two (2) associated controller power down events. Between the power down events, a controller power up event, with an associated motor start event, was logged at 07:51:45. The data point prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 33% rsoc. The data point after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for 16 minutes and 10 seconds. No anomalies were recorded leading up to the loss of power. Following the controller power up event, one (1) high watt alarm was logged at 07:51:58. The observed, high watt alarm is an additional finding not related to the reported event. Review of the autolog report associated with (B)(6) additionally revealed a vad disconnect alarm logged on (B)(6) 2024 at 07:52:32. In addition, one (1) controller power up event and associated pump start event was logged on (B)(6) 2024 at 07:52:24. The controller was without power for approximately 24 minutes. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a leaky internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the available information and historical review of similar high-power events, the most likely root cause of the observed high watt alarm may be attributed to the increased power consumption required by the pump during the atypical motor start event. Based on the available information, the most likely root cause of the vad disconnect alarms and controller power up events involving (B)(6) and (B)(6) can be attributed to troubleshooting and/or controller exchange, as described in the event details. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103/ catalog #: 1103 / expiration date: 31-jul-2019 / serial #: (B)(6) d9: no h3: no h4: mfg date: 31-jul-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a review of log file data revealed a motor start event with parameters outside of the typical range and unexpected loss of power to the controller. The ventricular assist device (vad) remains in use.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation section d10: ICD:dtpa2d1 implant date:(B)(6) 2023 lead: 2088tc, 693565,  1258t implant date: (B)(6) 2013 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.